Manufacturer narrative:
(B)(6).

Event description:
It was reported that during treatment the port tubing had come away from the pump. The patient presented to the surgeon's rooms with the dressing intact. No information about delay o backup device. The device cannot be returned for evaluation.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this incident was detected during set-up of the device thus a back-up was immediately used to replace the faulty device, there was no harm or injury reported to the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.